Manufacturer narrative:
On 22-oct-2024 additional information was received. On (B)(6) 2024 patient # (B)(6) underwent revision surgery during which the two polyaxial screws were removed and replaced with larger (diameter) screws. And inserted two screws from the other side and used a cross-link to connect the extender to the other side. No report of patient harm/complications was received. The removed screws are not expected to be returned to apifix. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the apifix device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. On 23-sep-2024, apifix was notified that patient#: (B)(6) was complaining of back pain and a CT scan concluded a loose pedicle screw at t5. Surgeon had not yet determined a course of action. Apifix followed up with the reporter to obtain additional information, specifically if there was any update with this patient's treatment, if there was a plan for a revision surgery. To date, no additional information has been received. Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev s; screw loosening is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. Screw loosening can result from infection, improper insertion at the index surgery, osteolysis, or improper screw size selection. When additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
On 23-sep-2024, apifix was notified that patient#: (B)(6) was complaining of back pain and a CT scan concluded a loose pedicle screw at t5. Surgeon had not yet determined a course of action.